Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the foreign material remained in the device because handling/reprocessing of the device deviated from IFU. Physical damage was not found at the locations with foreign material. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material on the probe cover, adhesive around the objective lens, adhesive around the light guide lens, the bending section cover, the up/down knob, the right/left knob and the nozzle. There were no reports of patient involvement.